Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- myelopathy involved in the posterior cervical fusion procedure. It was reported that during procedure, while torquing the mas locking screw, it breaks the bottom mas connector. They could not remove this broken setscrew once it¿s broken. The bottom of the mas connectors x4 are still in the patient body as they have been stripped during insertion of crosslinks x2. Product was utilized correctly according to the directions given in the IFU/labeling. There were no patient symptoms or complications reported as a result of this event. On 2022-jan-18, received additional information that lot numbers for the reported products are not available. There was a delay in surgery, it would have been about 15 minutes. None of the actual crosslinks broke, it was the setscrew that breaks when it is final torqued. No revision surgery scheduled.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.